Event description:
It was reported that the patient¿s blood glucose (bg) level reached 280 mg/dl while wearing the pod less than one hour. After realizing elevated bg levels, patient found the pink slide did not fully move forward as intended; this indicates that a needle mechanism failure occurred. Also, the cannula deployed but did not insert into the skin. Pod was removed and additional method of treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.